Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a component of the minicap transfer set disconnected. It was further reported that a nurse disconnected the patient during training, and observed the dark blue part (female connector) of the transfer set had disconnected. The transfer set would be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted the female connector was separated from the main body. There was inadequate solvent on the insert chip between the female connector and the main body. The reported condition was verified. The cause of the condition was due to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.